Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 27-jun-2025. Investigation summary bd received 10 samples and one photo for investigation. The customer photo depicts a device with a malfunctioned sleeve. All of the customer samples were subjected to functional tests; all samples passed as there was no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage during the draw. Additionally, ten retained samples underwent functional tests and similarly, all passed without evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non patient end of the needle. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non patient end of the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.